Event description:
The wound drain broke where the round drain portion was, about 2/3 of the way down, while the drain was being removed. The pt had to reschedule another surgery to have the part taken out. The hospital is keeping the drain in their risk management dept for now. They may be able to send photos of the broken product at a later date.